Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 29aug2016 in describe event or problem. No further follow up is planned. Evaluation summary a patient reported that no insulin was delivered after pushing down on the injection button of their humapen luxura hd device. The patient experienced increased blood glucose levels. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerned a (B)(6) patient of unspecified unknown age and gender. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable pen (humapen luxura hd), three times a day subcutaneously for the treatment of diabetes mellitus. Start date and dose were not provided. On (B)(6) 2016, the patient did not administer insulin lispro due to a breakdown of the humapen luxura hd ((B)(4)/lot unknown). That night at 11 o clock, the patient fainted because of blood glucose high (no values provided); these events were consider serious due to medical significance. Later on, the patient went to see the treating physician at the emergency room as an outpatient and the blood glucose was 28 (no reference ranges or units provided). Information regarding corrective treatment and outcome of the events was not reported. Insulin lispro therapy was continued. The user of the humapen luxura hd and its training status was not provided. The humapen luxura hd model and the suspect humapen luxura hd duration of use were not reported. The device was not returned. The reporting consumer did not know if the events were related to insulin lispro therapy or to humapen luxura hd. No additional follow-up would be requested since the reporter refused to provide more information. Additionally, treating physician contact details were not provided. Edit 03-aug-2016: upon internal reviewed on 03-aug-2016. It was added the relatedness statement. No more changes were made to this case. Update 09-aug-2016: additional information received from the initial reporter via a psp on 04-aug-2016. Added paragraph of no consent to follow-up. Updated narrative with new information. No adverse event information was received and no additional changes were performed. Update 12-aug-2016: product complaint number, already processed, was received on 28-jul-2016. No more changes made in case. Update 29aug2016: additional information received on 29aug2016 from the global product complaint database added the device specific safety summary; added the device was not returned; update the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerned a (B)(6) patient of unspecified unknown age and gender. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable pen (humapen luxura hd), three times a day subcutaneously for the treatment of diabetes mellitus. Start date and dose were not provided. On (B)(6) 2016, the patient did not administer insulin lispro due to a breakdown of the humapen luxura hd (product complaint (B)(4)/lot unknown). That night at 11 o clock, the patient fainted because of blood glucose high (no values provided); these events were consider serious due to medical significance. Later on, the patient went to see the treating physician at the emergency room as an outpatient and the blood glucose was 28 (no reference ranges or units provided). Information regarding corrective treatment and outcome of the events was not reported. Insulin lispro therapy was continued. The user of the humapen luxura hd and its training status was not provided. The humapen luxura hd model and the suspect humapen luxura hd duration of use were not reported. The action taken with the suspect humapen luxura hd was not provided and its return status was unknown. The reporting consumer did not know if the events were related to insulin lispro therapy or to humapen luxura hd. Edit 03-aug-2016: upon internal reviewed on 03-aug-2016. It was added the relatedness statement. No more changes were made to this case.